Event description:
It was reported that the gas pipeline adaptor connector is not fitting securely with the national institute of standards and technology (nist) fittings. This was causing the carbon dioxide (co2) tanks to empty due to the poor connection. This issue was found during installation. The adapter was replaced during an unspecified procedure and the procedure was completed using a similar device. As reported, the trust has subsequently had co2 hoses with connectors made to allow them to connect to co2 piped into the endoscopy rooms. There were no reports of patient harm.

Manufacturer narrative:
Device was not returned for evaluation and could not be evaluated. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted. This report is related to mfrs 13646(1/5), 13639(2/5), and 13643(3/5) 13648 (4/5).